Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems. It was reported that patient underwent mesh removal on (B)(6) 2006 due to extrusion of graft and sling. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, extrusion, infection and urinary/bowel problems. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent mesh removal on (B)(6) 2006 due to extrusion of graft and sling.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 8/16/2016.